Manufacturer narrative:
Internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (few attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high/erratic blood glucose test results accompanied by symptoms. Friend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 291 and 231mg/dl. The expected fasting blood glucose test result range is 131-191mg/dl. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/15/2020 and open vial date is within the month of (B)(6) 2019. The meter memory was reviewed for previous test result history. Result: 1: 291mg/dl, date: 4/16/2019, time: 8:34am fasting; result: 2: 232mg/dl, date: 4/16/2019, time: 8:32am fasting; result: 3: 215mg/dl, date: 4/15/2019, time: 7:02pm non-fasting; result: 4: 215mg/dl, date: 4/15/2019, time: 9:03am fasting; result: 5: 236mg/dl, date: 4/15/2019, time: 9:01am fasting.